Manufacturer narrative:
(B)(4). Facility indicated the set was not available for eval. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
Customer reported rn went to change the syringe and noticed dripping from where the syringe meets the tubing of the continous fentanyl drip. Estimated that there was <1 ml on the floor. When the rn changed the syringe and tubing, noticed that the end of tubing was cracked. New syringe and tubing applied. Pt remained sedated appropriately. No additional info was available.